Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. Troubleshooting steps were taken to no avail. The caller was referred to device clinic for follow up in-clinic. This would help ruleout any potential implanted device concerns. Patient may bring monitor with them to verify it is able to read their device before going home. The device remains in use. No patient complications have been reported as a result of this event.